Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: date of birth: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: phone number: unknown. E2: health professional: unknown. E3: occupation: unknown. G4: PMA/510(k): k130520. Visual inspection of the actual sample found damage and stress whitening on the reservoir housing. The actual sample was set to a factory-retained holder and subjected to visual inspection. It was confirmed that the damage to the reservoir had occurred in the protrusion that fits into the groove on the holder arm when the holder arm is slid into the holder-insertion port of the reservoir. Upon measuring the thickness of this part of the reservoir, no difference was observed when compared to a current product sample. Based on the description of the event that they heard a noise when slapping the device diagonally to exhaust air, the following simulation tests were carried out using factory-retained reservoirs. The reservoir was attached to the holder and secured with a stopper at the top of the holder in the locked position. Subsequently, a load to tilt the reservoir was applied. No damage occurred to the reservoir due to its secure fixation. The stopper was unlocked, the reservoir was slid to be separated from the stopper, and a load to tilt the reservoir was applied. This resulted in damage similar to that of the actual sample. Based on the investigation results, including the findings from the simulation test, and on the description of the event mentioned above, it can be inferred that the part of the reservoir that fitted into the groove of the holder arm was subjected to an excessive load, resulting in the damage observed. However, it was not possible to clarify the cause based on the condition of the actual sample. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." "If the product is dropped during set-up, do not use it. Replace with another device." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during priming, the perfusionist heard an abnormal noise and detected a crack. According to the feedback of the health care professional (hcp), she found that some bubbles were difficult to discharge when she pre-filled to exhaust gas (5l flow rate). She then attempted to slap the device to accelerate the exhaustion; however, it did not take effect. Therefore, she took the device off the bracket and slapped the device diagonally. The she heard some sound of cracking and found the device damaged. The oxygenator and reservoir were not separated to use. The procedure outcome was not reported. The patient was not harmed. There was no patient injury/medical or surgical intervention required.